Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (31mm), the valve was implanted with the inflow of the valve deep in the left ventricular outflow tract (lvot), so that the cusps of the valve were partially placed below the native annulus. Severe central regurgitation was noted. A second valve (29mm) was successfully implanted valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported regugitation that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.